Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011736, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011736 was manufactured according to the wi version 120 and manufactured in the line l10 on 17-feb-2025, with a total of (B)(4) units. An extended for loose contamination was performed for the outgoing test 6(g). An extended for contamination red point was performed for the outgoing test 6(g). The sub-assembly: gluing of tubing of the lot 5b00200 was manufactured according to the wi version 8.0 and manufactured in the machine itl01, on 13-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: two extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for twelve hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.